Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was being performed by tandem technical support; however, the customer was unable to complete the check at the time of report. No additional information was provided. Customers blood glucose was 157 to 300 range mg/dl.